Manufacturer narrative:
Eval: results - visual inspection of the returned prod showed that there was no visible damage to the lens. There was evidence of a clear surgical residue.

Event description:
It was reported that the surgeon's inserted and removed an aa4203tl silicone plate lens with toric, because the incision was too large. There was no pt injury. The reporter stated the incident was due to a user error.